Event description:
A caller reported encountering a cgm error identified as error 42 with their g7 sensor. There was no adverse impact on the customer's blood glucose level. The customer received complete pump reset information from technical support and was guided through resetting the pump, which successfully resolved the error and allowed the customer to start a new sensor session without further issues.